Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Further investigations have found that there was a jump in absorbance when the second reagent was added to the sample. This suggests a possible interference of the sample with the reagent.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for lipase colorimetric assay (lipc) when compared to the wako lipase test method. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample was initially tested on a c501 analyzer, resulting as 275.3 u/l. The sample was tested with the wako lipase method and resulted as 684 u/l accompanied by an alert. The sample was diluted times ten and tested on the c501 analyzer, resulting with a raw value of 105.0 u/l. When this raw value was calculated with the dilution factor, the result was 1050 u/l. The sample was also diluted times ten and tested using the wako lipase method, resulting with a raw value of 170 u/l. When this raw value was calculated with the dilution factor, the result was 1700 u/l. It was asked, but it is not known which result was considered to be correct. There was no death related to the issue. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The lipc reagent lot number was 697324. It was asked, but the reagent expiration date is not known.

Manufacturer narrative:
A root cause could not be determined. No interference was identified in the patient sample. No issues were identified with either the c501 analyzer or the lipase reagent.

Manufacturer narrative:
Preliminary investigations have determined that based on the provided results and independent from the discrepant initial measurement, the sample is to be viewed as pathologic. Both test methods delivered a result which is far above the test performance.